Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported malfunctions is traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive around both the objective lens and the light guide lens of the duodenovideoscope was found to be peeled. There was no patient involvement.